Event description:
An impella cp was inserted via right axillary/subclavian artery in a 23 year old male who was admitted for cardiomyopathy. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage d. On day 1 of support, while in the intensive care unit, it was reported the patient experienced a hemorrhagic stroke. The patient was on heparin at the time. Stroke is a known risk associated with impella cp as described in the instructions for use.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Following receipt of additional information (placement signal issue documented in follow-up 1), the clinical narrative was updated captured in b5 (event description). Health effect - impact was also revised to more accurately reflect the reported event. As a result, the h6 health effect ¿ clinical/impact and medical device problem coding have been fully updated and should be considered the representation of the event. Further information was received and confirms the event date as 20-feb-2026 captured to b3 (date of event). Investiigation summary. The device was not returned; therefore, evaluation and analysis could not be performed. A device history record review was conducted and confirmed the pump passed all post sterile inspection checks. The cause(s) of the reported stroke could not be determined due to insufficient clinical information. Regarding the placement signal issue, the cause could not be determined without the returned product for investigation and sufficient clinical details, including data log. H6 component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation. Correction. D1 device brand name was corrected accordingly.

Event description:
An impella cp was inserted via right axillary/subclavian artery in a 23-year-old male who was admitted for cardiomyopathy. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage d. On day 1 of support, while in the intensive care unit, it was reported the patient experienced a hemorrhagic stroke. The patient was on heparin at the time. Anticoagulation necessary for the pump placement and support can contribute to bleeding. The pump remained on support despite the stroke. On day 12 the pump had lost the placement signal. The unreliable signal did not prompt any intervention or explant. The pump remained on for 2 more days and was explanted on day 14 and the patient survived and was bridged/escalated to the higher support impella 5.5.

Manufacturer narrative:
B5 and h6 updated with additional failure mode. D6b explant date provided.

Event description:
It was reported there was a placement signal not reliable (psnr) with no changes in the patient's hemodynamics or motor current.